Event description:
The lens torn while the doctor was implanting the lens in the pt's eye. The incision was enlarged to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2009-00294 for the intraocular lens used with this delivery device.